Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b5, d6a, g2, h6.

Event description:
Patient reported a "3rd degree capsular fibrosis", severe pain in the chest, "hardening", "lumps", "the breast gurgles" and "fluid accumulation". This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and edema.

Event description:
Patient reported a "3rd degree capsular fibrosis", severe pain in the chest, "hardening", "lumps", "the breast gurgles" and "fluid accumulation". This record is for the unknown side. The device remains implanted.